Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) involved with a clinical study regarding a patient who received fentanyl ( 2000.0mcg/ml, 450.1mcg/day) and bupivacaine (20.0mg/ml, 4.501mg/day) in an implantable pump for spinal pain. The patient experienced excessive pain at the pump pocket site (right buttock) on (B)(6) 2015. The patient elected for pump re-positioning on (B)(6) 2015 (pump and catheter). The patient then began to experience swelling over the right abdominal surgical site. It was stated 40ml of hemolyzed blood was aspirated from the site. The wound eventually dehisced. The laboratory testing (cultures negative for anaerobes, polymorphonuclear leukocytes, and organisms) performed on (B)(6) 2015 was negative for infection. The poorly healed scar was then re-sectioned and the pump was re-anchored that day. The event resolved without sequela.